Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the reagent probe a was the waste vacuum collar wash valve failure. Fse replaced the valve and issue was resolved. (B)(4).

Event description:
Customer reported the unicel dxc 600i synchron access clinical system had fluid leaked from reagent probe a. The leak from the reagent probe a was about 2-3ml and contained to the instrument. No exposure reported. Customer was wearing eye protection, gown, and gloves. No erroneous results generated.